Manufacturer narrative:
The customer indicated that the instrument had recently been decontaminated and was running fine until the platelet background was high after startup. The customer suspects the contamination has returned and requested service to be dispatched. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse did not observe any active leak. The fse was unable to determine any mechanical issues with the instrument and could not reproduce the leak reported. The fse spoke with the customer regarding the previous contamination problem and decontaminated the instrument rinsing all reagent lines (diluent, lyse and cleaner) and reran background on the instrument. This action resolved the high platelet background issue reported at the time of the leak. The failure mode for the high platelet count is contamination of the reagent line. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting cleaner leaking from the coulter act differential hematology analyzer. The volume of the leak was reported as less than 1 ml. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.